Manufacturer narrative:
Initial reporter information was added. (B)(4) has been removed as it was indicated the esophagus ulceration was noted to be unrelated to the device or therapy.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml lioresal at 195.06 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that more medication was taken out of the pocket than expected. The patient had a refill (B)(6) 2016 and the refill with the volume discrepancy was (B)(6) 2016. It was stated that they thought the pump stopped working in (B)(6), 2016 based on the calculations and volume discrepancy. It was noted that they had not heard an alarm. It was also noted that the doctor did not tell the patient if there was a motor stall or not. The hcp flushed the catheter and did not find a problem with it. An isotope dye test was done on august 15 and on august 17, the pump was checked and the dye had not left the pump. The pump dose and concentration were increased to 1000 mcg/ml lioresal at 215.1 mcg/day at the refill on (B)(6) 2016. After the isotope test, the pump dose was reduced by 25 percent to 169.9 mcg/day. Tomorrow [(B)(6) 2016], the pump would be reduced by another 25% to 119.9 mcg/day and it may be replaced. It was noted that the patient may not want a replacement pump and may have it explanted. They did not notice a change in spasticity. It was further noted that on (B)(6) 2016, the patient had an "episode", where the patient was groggy, doubled over, sweating, pale, and the patient started "non-stop vomiting". The patient went to urgent care and was immediately taken to the hospital, where they stayed overnight for observation. It was noted the patient had a drop in blood pressure and the patient was acting dazed. No falls, trauma, or exposure to magnets were noted. The patient had a CT scan in the hospital, which showed an ulcerated esophagus, which was noted to be unrelated to the issues the patient went to the hospital for. It was stated that the vomiting may have caused the esophagus to bleed. The patient felt a little better the next day and the esophagus had healed "fine". On (B)(6) 2016, additional information was received from an hcp. The cause was determined to be a likely pump failure. It was noted the patient had been asymptomatic "this entire month". The patient wished to remove the pump after slowly decreasing the dose. It was planned that they would send the pump back to the manufacturer for analysis once explanted. On (B)(6) 2016, the pump dose was decreased to 85.0 mcg/ml. On (B)(6) 2016, the pump dose was again decreased to 48.1 mcg/day.

Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(6) 2017. It was reported that the patient had a severe reaction in (B)(6) 2016. At a refill date in (B)(6) 2016, the pump was completely full. There was no alarming when asked. The patient¿s pump had to be filled with saline subsequently. The family was very upset with the situation. They were not interested in anything than pump and catheter removal. The representative was unsure of exact signs and symptoms. There were no applicable environmental, external, or patient factors. The representative was unaware of diagnostics/troubleshooting. Saline was placed in the pump with the intent to explant. The issue was stated as resolved and the patient status was alive with no injury. The pump explant was stated as (B)(6) 2017 and the catheter explant as (B)(6) 2017. Additional information was received on (B)(6) 2017. The representative stated that there was a pump explant on (B)(6) 2017.

Manufacturer narrative:
Analysis of the implantable pump serial number (B)(4) revealed wearing on the o-ring in the motor assembly. (B)(4) no longer applies to this event; evaluation code-conclusion (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The patient code (B)(4) also applies to this event. The device code (B)(4) also applies to this event. And the conclusion code was updated.

Event description:
Additional information was reported by the company representative on (B)(6) 2017. It was reported that the event occurred in (B)(6). Per the patient¿s family the patient had symptoms in (B)(6) and at a refill in (B)(6) the pump was ¿completely filled¿ and there were no alarms. The reason for device removal was listed as because the family wanted it. The patient had experienced a sudden loss of therapy and the patient had recovered without sequela.

Manufacturer narrative:
The date reported in describe event or problem section was corrected from 2017-jan-11 to 2017-jan-06. The report source date was mistakenly reported as 2017-01-11 and should have been 2017-01-06. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on 2017-jan-06.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.